Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - what was the name of the procedure? Unk. -what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unk. Did the needle fall into the patient? We have not been reported that. If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? C. ? ? Does the needle remain in the patient¿s tissue? D. ? ? "What tissue structure is it located? Size of the needle retained e. ? ? Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Please provide the source or name and title of external person providing answers to follow-up (B)(6). Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle had been detached at the base. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 h3, h6. Additional h6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Eleven unopened samples were received for analysis. Product code eh7921. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Investigation summary: the product was returned to ethicon for evaluation. Two needles and one suture outside the packets were received for analysis. The product code eh7921h is double-armed. Upon visual assessment of the needles, the swage and attachment area were noted as expected. In addition, one needle is still attached to a suture piece. The barrel hole of the other needle was examined for remnant suture, and none was observed. The suture was examined, and the insertion mark did not meet the requirement. The other extreme was noted to be cut probably by a surgical instrument. Based on the information currently available, the short insertion issue was identified as pull-out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.